Event description:
It was reported intermittent occlusion alarms occurred. Additionally, it was reported that a cartridge change error occurred during the load sequence. Reportedly, the pump supplies were changed to address the issue. Customer's blood glucose ranged from 280-300 mg/dl.